Event description:
It was reported that the customer passed away. Caller stated that the customer's last blood glucose reading at the time of death was 415 mg/dl. Caller stated that the customer was also treating blood glucose with manual injections prior to passing. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received without the original battery.